Event description:
It was reported that syringe 0.5ml 31ga 8mm ufii 10bag 500cs had a loose plunger rod. The following information was provided by the initial reporter: "tw#1548213 captures separates (hub) on 04/27/2020 tw#1550011 captures loose (plunger rod ) on unknown date it was reported that when removing the needle shield from the insulin syringe the needle gets stuck in the shield. The customer also noticed the plunger appeared to be loose on some of the insulin syringes from current box, exact amount for this issue is unknown."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/19/2020. H.6. Investigation: customer returned (3) 1/2cc, 8mm, 31g syringes in an open poly bag from lot # 9280140. Customer states that when removing the plunger appeared to be loose. All syringes were tested and no loose plunger rod was observed. A review of the device history record was completed for batch# 9280140. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200852449, 200852357, 200852361, 200851653] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.5ml 31ga 8mm ufii 10bag 500cs had a loose plunger rod. The following information was provided by the initial reporter: "tw# 1548213 captures separates (hub) on 04/27/2020. Tw# 1550011 captures loose (plunger rod) on unknown date. It was reported that when removing the needle shield from the insulin syringe the needle gets stuck in the shield. The customer also noticed the plunger appeared to be loose on some of the insulin syringes from current box, exact amount for this issue is unknown."